Event description:
The pt received 2 scs trial leads with the same lot number. It was reported, the pt was faint and had an altered state of mind during her post-operative programming session. The medical staff thought the pt was experiencing an allergic reaction to the anesthesia given during the trial procedure. The pt was taken to the ER after having the scs trial leads removed. F/u identified the pt was released from the ER that same day. F/u also identified the pt has a history of allergies to certain types of drugs. Additionally, a sjm rep described the pt's state of mind as "fine" after speaking with her since the event. There is no additional info at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.